Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a solicited report by a physician from estonia of sterile peritonitis of moderate severity, feeling bad, and dialysate is dark, slimy with cords in a male patient in (B)(6) subsequent to receiving extraneal viaflex, physioneal unspecified product, and nutrineal pd4 unknown bag therapies intraperitoneally (ip) during peritoneal dialysis (pd). On an unreported date, the patient began treatment with nutrineal pd4 unknown bag therapy. On that same date, the patient began treatment with oxacillin 500 mg four times daily ip and gentamycin 40 mg daily ip. On (B)(6) 2010, the patient began physioneal unspecified product therapy. On (B)(6) 2010, gentamycin was withdrawn. On (B)(6) 2010, the patient developed sterile peritonitis manifested by abdominal pain and feeling bad. On (B)(6) 2010, oxacillin was withdrawn. On (B)(6) 2010, the patient's peritoneal effluent was dark and slimy with cords. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, the patient began extraneal viaflex therapy. On (B)(6) 2010, extraneal viaflex therapy was re-introduced. The sterile peritonitis was resolving. It was not reported whether the feeling bad, and dialysate is dark, slimy with cords resolved. The reporter believed the sterile peritonitis was related to extraneal viaflex, and physioneal unspecified product therapies. The reporter did not provide an opinion of causality related to nutrineal pd4 unknown bag therapy. The reporter did not provide an opinion of causality for the feeling bad and dialysate is dark, and slimy with cords.